Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. The trailing haptic broke off while inserting into the eye. Lens was removed, no enlarged incision. Backup lens, same model and size was implanted and one suture used to close the wound.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found loop haptic and piece of optic stuck inside cartridge. No visible damage to cartridge. There was evidence of clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarification to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).